Event description:
Pt foley cath bag found leaking by family. Bag emptied by nursing at 1200 noon. A total of 700 cc in bag and leaking under bed. At 1400. Floor wet and could have caused a fall. This is the 4th leaking foley bag in last month. Bard brand 16 foley.